Manufacturer narrative:
Patient information is unknown. This report is for a threaded guide wire - unknown lot. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a foot procedure, four (4) wires broke during use. The surgeon was inserting the first 1.6 mm compression wire (03.211.420) with a drill to implant a va (variable angle) midfoot plate, when the proximal portion of the compression wire broke and was easily retrieved with a needle driver. The plate was inserted successfully. A 1.6 mm threaded guide wire (02.226.000) was used to implant one of the 4.5 mm headless compression screws when it broke and was removed with a needle driver and another guide wire was used to complete successful insertion of the screw. Another 1.6 mm compression wire (03.211.420) was used to successfully place a second va (variable angle) midfoot plate and during removal of the compression wire, the wire broke distally. The broken compression wire was easily removed with a needle driver. A 1.6 mm non-threaded guide wire (02.226.001) was used to implant one of the 4.5 mm headless compression screws for the second plate when it broke and was removed with a needle driver and another guide wire was used to complete successful insertion of the screw. There was an approximate five minute surgical delay to retrieve all broken pieces. Routine intraoperative x-rays were taken. The procedure was completed successfully and the patient was reported to be stable. Concomitant devices reported: variable angle midfoot plate (part # unknown, lot # unknown, quantity of 2), 4.5 mm headless compression screw (part # unknown, lot # unknown, quantity of 2), drill (non-synthes) (part # unknown, lot # unknown, quantity of 1) and needle driver (non-synthes) (part # unknown, lot # unknown, quantity of 1). This complaint involves two (2) devices. This report is for a threaded guide wire. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.